Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had several signal too low and unexpected restart alarms on the insulin pump. The customer also reported the insulin pump's alarm history was reset and information was lost. The customer's blood glucose was 410 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. Customer also reported the unexpected restart alarm was recurring normal insulin pump use. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.